Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown philos system / unknown quantity / unknown lot. Additional device product code: hwc. (Other number): UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, liao, w., zhang, h. And li, z. (2016). Is arthroscopic technique superior to open reduction internal fixation in the treatment of isolated displaced greater tuberosity fractures? Clin orthop relat res, 474, 1269-1279. The authors conducted a nonrandomized retrospective case series study of patients who were treated surgically for displaced greater tuberosity fractures. Between 2006 and 2012, 32 patients were considered eligible for study and divided into two groups: arthroscopic technique group treated with competitor devices and open reduction internal fixation (orif) group treated with synthes proximal humeral internal locking system (philos) locking plate. In the orif group, there were 13 men and four women with an average age of 50.5 years and average follow-up of 35.2 months. Post-operative rehabilitation protocols were similar for both groups. Results of the orif group included two patients who experienced secondary subacromial impingement. They underwent reoperation to remove the implant and experienced relief from their symptoms. One patient experienced postoperative stiffness and received manipulation under anesthesia to achieve adhesion release and improved shoulder function. This is report 1 of 1 for (B)(4). This report is for an unknown philos locking plate system.